Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 03/20/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed. Residues of lubricant material was observed on cartridge. The cartridge tip was observed deformed. The lens was also observed stuck in cartridge. The lens was removed from the device to address the complaint issue reported. One of the haptic was observed distorted. The lens was observed folded and rigid. It was difficult to unfold it to perform further visual inspections. The condition in which the sample returned is consistent with a lens that was handled and prepare for surgical process. The complaint issue reported was verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed no additional investigation request for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. Corrected data: results of the investigation showed the lens issue occurred during handling, and therefore this complaint is no longer considered a reportable event. No further information will be provided under manufacturer report number 2648035-2019-00365. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a box of implants that were defective /opened not used was found. Additional information received reported the complaint product as a pcb00 20.5 intraocular lens (iol). The customer could not provide additional details on the reported defective iol. No additional information was received.